Event description:
The customer reported that during use of this drill for a tooth extraction/bridge splitting, the pt felt the device getting hot. A burn was noted on her lip, described as a reddened/blistered area. An antibiotic ointment was applied to the affected area. The procedure was completed with another handpiece and bur guard without further problems, and only a minimal surgical delay. To date, the pt has had no complications as a result of this injury.

Manufacturer narrative:
Investigation results: conmed linvatec received this bur guard and the eval found worn bearings. In addition, this device was overdue for preventive maintenance; no repair history found. Associated MDR report: 1017294-2009-00084. The handpiece user manual cautions the user: prior to use, the microchoice high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments and accessories are correctly attached to the handpiece. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or or operating room personnel. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer has been provided education on care and handling of these devices; however, our repair records indicate non-compliance. The service interval for this drill and associated bur guards is every 6 months.